Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken striated on anterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: crease fold observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Patient called to report, a left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed patch lot number 1101937. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient called to report a left side deflation. Device remains implanted.